Event description:
It was reported that review of a stored ventricular episode noted this right ventricular (rv) lead and pacemaker exhibited possible noise and oversensing. The observed noise was noted to be an isolated event. Further review was recommended. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.